Event description:
The surgeon reported iol lens pitting caused by the system. The surgeon declined to provide more info on the event or pt status.

Manufacturer narrative:
The company service rep examined the system and replaced the joystick. The joystick is returning for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).